Event description:
It was initially reported on (B)(6) 2013 that there was a flipped pump and difficulty refilling pump on (B)(6) 2013 at which time the pump was revised. On (B)(6) 2013, the pocket was revised and a mesh pocket was placed on the pump. The reporter was later updated that the patient was doing well as of (B)(6) 2013 with no further issues. It was later reported, the actual aware date of the reporter was (B)(6) 2013, as the reporter was in attendance of the flipped pump revision. The healthcare provider (hcp) reported that the patient was sent to x-ray the date of his last office visit. The date of the x-ray was unknown to the reporter. All of the information was shared with the reporter from the hcp on the date of revision. On the day of the revision, the physician and patient also reported difficulty refilling pump. The drug in the pump was not reported. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 8709 serial# (B)(4), implanted: 2005 (B)(6), product type catheter; product ID: 8578 serial# (B)(4), implanted: 2012 (B)(6), product type accessory. (B)(4).

Event description:
Additional information was received. It was reported that the drug in the pump was prialt.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter.

Event description:
Additional information was received from a manufacturer's representative. It was stated the patient had a pump and partial catheter explant. It was stated the patient recalled having a kinked catheter as well as a pump flip. That patient stated they no longer h ave the pump but still has a partial indwelling catheter (omitted information pertaining to indwelling catheter is contained in manufacturer's report # 3004209178-2017-01738). The issue was said to be resolved at the time of the report. The rep stated that was the extent of the information that they were able to gain from the patient. It was stated the patient was a poor historian and could not recall/confirm either the physician or the account that was associated with the explant.